Event description:
(B)(6) complaint received: "worse decision I made. I had to have mine removed a year and a half after being banded." "I've also had stomach issues since I had the lapband. Still have them. I kept telling dr (B)(6) I can barely eat. He said stop making excuses and just eat a sandwich. I could not drink water without it coming back up. Needless to say, I never went back. I found another gastric doctor. Dr (B)(6) ordered an upper gi. I followed up 4 days later with dr. (B)(6) and he scheduled surgery immediately for the removal of the band. I paid over (B)(6)out of my own pocket that the insurance didn't cover."

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.